Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation papers allege the following: patient discovered for the first time, in (B)(6) 2010, that his blood contained elevated levels of cobalt, proximately caused by his depuy s-rom hip system in his right hip. Patient requires medical monitoring. He will require future blood tests, periodic exams, x-rays, CT scans, mris and other tests, studies, procedures and medical services. Further, he may require revision surgery to explant and replace his depuy s-rom hip system. The expense of medical monitoring, surveillance and future medical treatment results from manifest physical injuries: the patient has metals in his bloodstream, is experiencing hip and groin pain, and suffers from other injuries and ill health effects. The patient requests that depuy pay for medical monitoring expenses, as it is doing with asr users. Doi: (B)(6) 2007 - dor: no revision reported at this time; (right side). Patient is a resident of (B)(6). Update: 10/31/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 10 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges infection, metal wear and metallosis. Added facility name, event date, explant date, account name, revision surgeon, patient harms and expiration date of head and liner. Updated patient's initials. Doi: (B)(6) 2007 - dor: (B)(6) 2017; (right hip).